Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing in both lead configurations. The lead remained implanted and changes were made to the patients medication. The patient was in good condition.